Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that they had the hardest issues in locating any healthcare providers (hcps) to take over managing the pump. The patient called over 80 something hcps and had no success in finding a hcp in the area she moved. The patient stated that there were some hcps that would work with the patient if her medication was way lower. The patient stated her dilaudid was at 60 mg or something per day. The patient had an appointment with their hcp on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, bupivacaine, and dilaudid at unknown concentrations and dosages via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had moved two months ago and had been trying to find a healthcare provider (hcp). The patient stated she had called 100 hcps from the locator site and couldn¿t find a hcp to refill her pump and had to fly back to (B)(6) to get a refill. The patient stated the hcps say they aren¿t doing the pump or once they see her records they say she¿s on too much medication. The patient stated it was not her fault she was on medication. The patient had the pump since 2010. The patient stated she had 21 surgeries and each time they add more medication to the pump. The patient stated the surgeries were device related. The patient stated her first surgery was 30 years ago. The patient stated she didn¿t want to get ¿dropped on her head¿. The patient stated her hcp referred her to two hcps who would not see her. The patient stated that she needed help. There were no symptoms reported. The event date was asked, but unknown. There were no further complications reported or anticipated.